Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: labels were not properly affixed; there were holes on the switches#1 and 3; distal end plastic cover had dents/scratches; light guide lens had cracks and chips on the edges; nozzle had a clog; bending section cover or distal sheath rubber glue was cracked; insertion tube had scratches; light guide tube had scratches and it was peeling; and the image had stain. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope switches were non-functional. The issue occurred during the diagostic procedure. No delay in procedure was reported. There were no reports of patient harm.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a clogged nozzel. There were no reports of patient involvement.

Manufacturer narrative:
Correction: the original event "switches were non-functional" has no potential to cause or contribute to death or serious injury if the malfunction were to recur. This supplemental is correcting applicable fields to clarify the reportable event. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely caused by the foreign material or a kinked channel. A definitive root cause cannot be identified. The instructions for use include detection methods in pcf-190 series operation manual chapter 3: preparation and inspection. Olympus will continue to monitor field performance for this device.